Event description:
Pump was set at 1200. Between 1215 and 1300, rn was at lunch. Upon returning, pump said "dose done". Rn restarted pump by pushing "run". No way of knowing how much volume infused or when the pump stopped working. Hopefully the pump will know how much infused and stop at ordered dose, otherwise patient could get the volume infused plus full volume since pump was restarted. The rn thought she had set the pump correctly but when she came back from lunch she realized that instead of going in over 2 hours, it went in over 45 minutes. No patient harm. There have been three events with this device at this facility within one month.what was the original intended procedure?feeding pump.device #1is this a laboratory device or laboratory test?no.